Event description:
A second case where he noticed that the sion blue wire looked unraveled or pulled apart in the coil area at the distal end of the wire. He noticed this under magnification once he inserted the wire into the body and exited the guide catheter.